Event description:
Alleged the siderail was missing some screws.

Manufacturer narrative:
The technician investigated and found welds broken on the siderail. The technician replaced the siderail to repair the bed.